Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/04/2014 with the following findings:a review of the pump¿s black box history showed no evidence outside of normal use was recorded. The battery compartment threads were intact; no damage was observed. There was no corrosion or moisture found inside the battery compartment or on the underside of the battery cap. The battery cap was able to be fully secured to the pump. During testing, the pump performed the rewind, load, and prime steps with no power losses occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power losses occurring. The battery cap contact height and width measurements were found to be within the required specifications. The pump case was removed and no defects were found to the power circuit. The complaint of the pump rebooting without user intervention was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was intermittently rebooting without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.